Manufacturer narrative:
Date of manufacture has been corrected. Upon evaluation it was found no failure was detected, but that this was a use of device issue. To resolve this issue the staff was trained on how to properly engage the bed's brakes.

Event description:
It was reported that there was reduced brake force. No patient involvement and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that there was reduced brake force. No patient involvement and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that there was reduced brake force. No patient involvement and no adverse consequence or clinically relevant delay in treatment was reported.